Event description:
It was reported that the patient lost consciousness on (B)(6) 2011 at 8:00am. The patient stated that her blood glucose (bg) was 20mg/dl; she received glucagon prior to transport to the hospital. She reported that she was treated with intravenous insulin during the hospitalization and released the same day on pump therapy without further incident. The patient stated that her endocrinologist advised her to discontinue use of the pump and seek assistance from animas. She reviewed the pump history with customer support and confirmed that she recalled programming and delivering 7 boluses throughout the day on (B)(6) 2011 including 2 ezcarb boluses (12 units at 12:09pm and 3.2 units at 4:14am) for a total of 30.35 units. She noted that there were 11 additional ezcarb boluses in the pump history during the night of (B)(6) 2011 that totaled 60.425 units; the last one was delivered at 5:14am on (B)(6) 2011. The patient alleged that she did not remember programming or delivering these boluses. She denied any issue with the keypad or button presses. The patient recalled that she dropped the pump last week and broke the clip that secures the pump to her clothing; she said that she did not remember any issues with the pump following this incident. This complaint is being reported because the patient experienced hypoglycemia that required medical intervention after multiple boluses were programmed and delivered from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no physical damage was observed to the keypad or bolus button. No hypersensitive keys were observed. Test boluses were performed and found to be correctly recorded in the pump history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed several "delivery halted, exceeds max 2 hour limit" warnings on the reported event date. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.